Event description:
Reportable based on device analysis completed on 25oct2018. It was reported that the interlock was stretched and unhooked in the catheter. A 15mm x 40cm interlock-35 was selected for use in a spleno-renal shunt embolization procedure. The interlocking detachable arms were locked before the procedure. The angiography catheter was 5f non-bsc catheter and the rhv was used. The physician did not rotate the delivery wire at a round and continuous flushing was done. The catheter reached the lesion with high persistence encountered because of the tortuous embolization so the physician inserted an interlock (15mmx40cm) into the patient's body but the interlock was stretched when pulling back. The whole catheter was withdrawn as the interlock was unhooked in the catheter. Then the physician selected a non-bsc catheter as well as a non-bsc coil. The procedure was completed with renegade stc 18 catheter and 14mm*30cm interlock. No patient complications were reported and the patient's status was stable. However, device analysis revealed that interlocking arm was detached from the coil and there were missing fiber bundles. Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked; the main coil was outside the introducer sheath and the delivery wire was inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted; the twist lock of the introducer sheath had been opened. Residues of dry blood were noted inside the introducer sheath and the coil fiber bundles. The main coil was found kinked and stretched; besides, the interlocking arm was detached and it was not returned. The delivery wire was kinked. Microscopic inspection of the delivery wire found the proximal end has a smooth surface, the interlocking arm is in good condition, and the delivery wire is kinked. Microscopic inspection of the main coil found the zap tip has a smooth surface. The main coil was stretched and kinked; more stretched sections were observed along the main coil. The interlocking arm was detached from the coil. There were missing fiber bundles on the main coil.